Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that cutting insert had broken off. The insert was not returned for investigation. The observed condition is most likely the result of wear and tear damage accumulated over repeated usage.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. Upon visual inspection, it was noted that cutting insert had broken off. The insert was not returned for investigation. The observed condition is most likely the result of wear and tear damage accumulated over repeated usage.

Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-18700-28 plate cutter is damaged non-specifically. This was discovered during an unspecified time with no patient harm. During returned device evaluation, a reportable malfunction was discovered.